Event description:
Additional information was received from the representative (rep) and a healthcare professional regarding the patient. It was reported that a picture was taken of the patient's back to compare the placement of the leads after surgery versus the present. The doctor could not tell that any movement had occurred. The rep was working on getting together for another reprogramming session to try and cover the pain areas.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-04-13 reporting that the implantable neurostimulator (ins) was hit by a doorknob. Since then, the patient had felt stimulation in the ribcage. Reprogramming had been done more than once with no resolution. The caller reported that they were trying the center of the lead and tried reducing pulse width with no result. The electrode impedances were all within the 1000 ohm range and the ins pocket was still tender to the touch. An x-ray was taken previously and the lead did not appear to have migrated. The manufacturer representative was going to discuss it with the health care professional (hcp) and try to get a lateral x-ray. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-17. The rep stated that the patient was referred to a healthcare professional (hcp) for a surgery consult. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient hit their battery site on a door handle. They stated that now the patient¿s stimulation is not covering their pain area. Reprogramming was done, but correct coverage could not be regained. The rep put the patient on a high density program, and is to follow up with the patient in a couple of days. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.